Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026, leading to hyperglycemia and symptoms of sleepiness, drowsiness, and somnolence. The blood glucose level peaked at 400 mg/dl, and the patient had small ketones. The patient was treated according to the ketone protocol by administering an outside injection of insulin. No further information available.